Event description:
It was reported that the ventilator failed the gas supply test, internal leakage test and flow transducer test during pre-use check. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).